Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardiac monitor - icm implant procedure. Upon interrogation post-procedure, it was noted that the icm exhibited undersensing and noise with noise reversion. The icm was reprogrammed and the patient experienced no consequences.